Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via survey of a medical intervention by paramedics due to low blood glucose levels. The customer's blood glucose level was 32 mg/dl. The customer stated that he normally treats with a glucagon shot, however he was away from home. The customer reported a tendency to over bolus since he does not use the bolus wizard. The customer was advised to contact their healthcare provider. The product was not returned for analysis. No further details were provided on the incident.